Manufacturer narrative:
Device received unable to performed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to detached end cap. Device received with broken battery tube threads and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 404 mg/dl. Customer woke up with blood glucose of 445 mg/dl and treated with manual injection. The customer was going to bolus, and noticed that the end piece of the was began to separate. End cap was separated from insulin pump. The insulin pump will be returned for analysis.